Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was found to have loss of capture. The patient experienced syncope. The lead was explanted and replaced one week later. After removal, lead damage was visually noted. The patient was stable.

Manufacturer narrative:
Coil and insulation damage was noted at 29.0 cm to 29.5 cm from the connector consistent with clavicle crush damage. The outer coil and outer conductor insulation was fractured. This is consistent with the observation from the field of failure to capture.